Event description:
Information was received from a patient's representative regarding an implantable neurostimulator. The reason for call was caller reported they are getting the reposition antenna screen on the recharger screen since today. Caller stated the implant was last charged about 8 months ago. Patient service reviewed meaning of the message and recommend patient consult with healthcare provider ofc for next steps. Agent reviewed ins in possible overdischarge state. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Pt rep called back and explained they contacted the doctor and received a response to please call the device manufacturer, as the doctor is unable or unwilling to reset the implanted device. Caller said they needed to get the ins started so MRI mode can be activated to allow the patient to have an MRI of their head. Agent reviewed role of rep and offered to email them about the issue; did not set expectation of timeframe for response. Additionally, agent provided and explained use of nas phone number for caller to provide to hcp if they do not hear from anyone in the next couple days. Patient reported not charging for a significant amount of time. Patient followed the reps instructions on procedures to "wake up" device from "shut down" mode. Patient reported issue is not resolved and they are making an arrangement to have battery replaced.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.